Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator was in back up mode. This reset was due to an off-label magnetic resonance imaging (MRI) procedure. While in backup mode, the device exhibited a loss of defibrillation therapy. The device was successfully reprogrammed. The patient was stable and asymptomatic.